Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned from the reported lot number for evaluation. During the visual examination of the sample, a potted fiber fragment was observed on the cavity ID end of the dialyzer at approximately 135 degrees, with the dialysate ports situated at 0 degrees. The fragment was approximately 1.5 inches in length. No other damage or irregularities were noted on the returned sample. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The event was confirmed during follow-up with the facility administrator (fa). The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The event was confirmed during follow-up with the facility administrator (fa). The blood leak was noted as being an internal blood leak that could be visually observed within the dialyzer. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.